Event description:
It was reported that 3 weeks post implant, the device and leads were explanted due to infection. No patient complications have been reported as a result of this event. Patient was treated with an anti-biotic and reported as fine.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.